Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged the head of the bed runs down all the time and stops at the limit switch. He isolated the siderails and unplugged the test-port but the issue remains. When he unplugged the CPR switch the head motor stopped.